Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Patient anatomy included a flail and poor tissue quality. The clip delivery system was advanced into the patient anatomy and an attempt was made to grasp the leaflets. Some difficulty was noted grasping the leaflets, and the grasp position was changed to a more medial position. Both leaflets were grasped and the clip was deployed without issue. The mr was reduced to mild (grade 1). All devices were removed from the anatomy and the access site was closed. The blood pressure was raised to test the clip and a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. No additional intervention was performed at the time, as the access site was closed. The mr increased to grade 3-4, and the patient is in stable condition. Per physician, the slda is likely due to the poor tissue quality. No tissue damage or chordal rupture occurred. The plan is to schedule a second mitraclip procedure for a future date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr), is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, the reported single leaflet device attachment (slda) and leaflet grasping issues were due to the challenging patient anatomy. The reported mr was a cascading event of reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.